Manufacturer narrative:
The product issue reported (system notice 50005) is not likely to cause or contribute to a death or serious injury; however, the risk of the patient being under general anesthesia without full therapeutic effect is the adverse event being reported. The decision to abort the procedure without use of alternate therapy was based upon the medical judgment of the physician. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during a cryo ablation procedure, multiple system notices were received indicating that there is a problem with the system and the safety system detected fluid in the catheter and stopped the injection. The balloon catheter, coaxial cable, auto connection box and electrical cable were replaced without resolve. The console was replaced without resolve. The procedure was aborted and the patient was under general anesthesia. No patient complications have been reported as a result of this event.